Manufacturer narrative:
The reported burning sensation was not able to be confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, passed all functional testing, and no anomalous out puts were observed. Returned device also met the product requirement specification for heat generation during use. During analysis no anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a burning sensation with therapy on. Troubleshooting attempted to no avail. As a result, surgical intervention occurred wherein the entire system was explanted and replaced to address the issue. During the same surgery the leads were cut while attempting to explant the ipg and is being reported in related manufacturer reference number: 3006705815-2020-31093 and 3006705815-2020-31094.